Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during uterine detachment and colpotomy in a robotic laparoscopic hysterectomy, a red alarm occurred for the mo nopolar curved shears (mcs), instructing the surgeon to withdraw the instrument to resume use. At the same time, the surgical team noticed that one jaw of the bipolar fenestrated graspers (bfg) was broken, although no system error was displayed. The scrub nurse and anesthetist reported hearing a noise before the issue occurred, indicating that the mcs and bfg may have collided inside the patient during the procedure. The broken bfg jaw was located inside the patient and retrieved at the bedside by the surgeon. The damaged bfg and mcs were replaced, and the surgery was completed without further issues. The incident delayed the procedure by approximately 10 minutes. There was no patient injury.

Event description:
It was reported that during uterine detachment and colpotomy in a robotic laparoscopic hysterectomy, a red alarm occurred for the mo nopolar curved shears (mcs), instructing the surgeon to withdraw the instrument to resume use. At the same time, the surgical team noticed that one jaw of the bipolar fenestrated graspers (bfg) was broken, although no system error was displayed. The scrub nurse and anesthetist reported hearing a noise before the issue occurred, indicating that the mcs and bfg may have collided inside the patient during the procedure. The broken bfg jaw was located inside the patient and retrieved at the bedside by the surgeon. The damaged bfg and mcs were replaced, and the surgery was completed without further issues. The incident delayed the procedure by approximately 10 minutes. There was no patient injury.

Manufacturer narrative:
H2) correction: d1; additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported monopolar curved shears and the associated device logs. Evaluation of the logs indicated that the monopolar curved shears was connected to arm cart assembly 3. The use time was twenty-three minutes with a use count of one. The monopolar curved shears triggered an error code for 'instrument failure: monopolar curved shears cable break'. If the instrument drive unit (idu) software detects a cable snap, it will command all motors off and report a system and subsystem recoverable inoperable error. The error code triggers an alarm message stating, "danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume.". Visual inspection of the returned monopolar curved shears noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully. During articulation, resistance was observed when turning drive screw one. The internal housing assembly was verified to have no abnormalities. Electrical testing was performed and the monopolar curved shears were read with no observed failures. Evaluation of the monopolar curved shears confirmed the reported condition, however, the investigation concluded there were no abnor malities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a screw issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.